Event description:
It was reported that there was particulate matter in an intravia empty bag. The reporter described the particulate matter as a ¿white small flake that was about an inch in size.¿ this was found while filling the bag with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a solid white particle floating in the fluid of the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.